Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and requested service. A siemens customer service engineer (cse) performed troubleshooting and observed a spark when connecting the ac (alternating current) power plug into the system. The power was unplugged from the system, and the cse identified a short in the ac power line. The cse replaced the ac input line assembly and power supply. The instrument's power source was reconnected, and no issue was noted while powering up the instrument. The customer performed calibrations, and a qc (quality control) run with acceptable results. A siemens headquarter support center (hsc) specialist reviewed the service performed and concluded that the service, conducted by the cse, contributed to the resolution. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
The operator informs that the advia centaur xp instrument shutdown on its own and produced a popping sound and burnt smell. There were no visible flames, smoke or damage to property. There are no known reports of adverse health consequences due to the burnt smell emitted from the instrument.